Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "the physician obtained access to the rcfa when he attached the syringe to the micro sheath and pulled negative, he noticed bubbles. When he attempted to withdraw the sheath, it was separated from the hub. He removed the sheath without incident. Another device was used successfully."

Event description:
It was reported that: "the physician obtained access to the rcfa when he attached the syringe to the micro sheath and pulled negative, he noticed bubbles. When he attempted to withdraw the sheath, it was separated from the hub. He removed the sheath without incident. Another device was used successfully."

Manufacturer narrative:
(B)(4). The customer report that the sheath separated from the hub was able to be confirmed through the review of the customer supplied photo. The photograph portrays a clean break from the sheath and hub. A device history review was performed and there were no relevant findings. The manufacturing unit confirmed that the most likely root cause is manufacturing related--specifically extrusion related. Further investigation has been initiated under teleflex quality systems to evaluate this issue.